Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due a loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm tests due to the alarms. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, a cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer was receiving the compromised force sensor system alarm on the insulin pump while priming. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the drive support cap of the insulin pump was flush. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.